Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise oversensing which resulted in inappropriate auto mode switch. No intervention was made. No patient symptoms were reported.

Manufacturer narrative:
The reported event of noise was confirmed. The distal portion of the lead was returned in one piece for analysis. Visual inspection revealed external insulation abrasion, breaching the outer insulation and exposing the outer coil near the suture sleeve tie impression. The cause of the issue was likely friction, leading to the outer coil exposure. Electrical testing did not detect conductor fractures, but an internal short was noted due to procedural damage.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) exhibited noise oversensing and atrial lead exhibited noise. The rv and the atrial lead were explanted and replaced. However, during the procedure, the rv and the atrial lead were damaged from the sutures. The patient was stable throughout.

Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise oversensing which resulted in an inappropriate auto mode switch. It was also observed that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) exhibited noise oversensing. The rv and the atrial lead were explanted and replaced. However, during the procedure, the rv and the atrial lead were damaged from the sutures. The patient was stable throughout.

Manufacturer narrative:
Correction: b5.